Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt570 optiflow tracheostomy direct connection tube was torn. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
The opt570 optiflow tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trachea. Method: the complaint opt570 optiflow tracheostomy direct connection interface was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected for the reported damage. Results: visual inspection revealed that the breathable film of the opt570 tubing was pulled apart, confirming the reported fault. A lot check revealed no other complaints for lot date 121220. Conclusion: the damage appeared to be caused by the tube being pulled away from the breathing circuit connector under excessive force. All opt570 interfaces are visually inspected before leaving the production line and those that fail are rejected. This suggests that the damage occurred post production. Fisher & paykel healthcare user instructions that accompany the opt570 interface specify in the warning section: - "do not crush or stretch the tube".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt570 optiflow tracheostomy direct connection tube was torn. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint opt570 device from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.